Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation, tightness, pain, and concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and white calcification outer device. Leak test and microscopic analysis was performed which identified: device no leak and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Device has been explanted.